Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead had low out of range pacing impedances less than 200 ohms. The pacing impedances had been stable for over a year, and the patient did not require pacing. Shock impedances and thresholds were stable. Physician decided they were not going to make any changes at this time, and would continue to monitor. The system remains in-service. No adverse patient effects were reported.